Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range pacing impedance measurements measuring less than 200 ohms. Additionally, rv thresholds have increased and there were also observations of large spiky signals seen. Technical services suspects an issue with the rate sense portion of the lead. At this time, the lead remains in service. No adverse patient effects were reported. Additional information was received which reported that this lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range pacing impedance measurements measuring less than 200 ohms. Additionally, rv thresholds have increased and there were also observations of large spiky signals seen. Technical services suspects an issue with the rate sense portion of the lead. At this time, the lead remains in service. No adverse patient effects were reported. Additional information was received which reported that this lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction report is being filed to correct field type of reportable event

Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range pacing impedance measurements measuring less than 200 ohms. Additionally, rv thresholds have increased and there were also observations of large spiky signals seen. Technical services suspects an issue with the rate sense portion of the lead. At this time, the lead remains in service. No adverse patient effects were reported.